Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the pulse generator exhibited post paced t-wave oversensing on the ventricular channel. The oversensing was noted on stored electrograms. Programming changes were suggested, no intervention was reported. No patient symptoms were reported.